Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the problem was being caused by mechanical stress on the high voltage cable causing an open. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 cardiac's display would blank out when the c arm was moved to the lateral position. There was no adverse patient involvement reported. There was no patient information reported.